Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that resistance was felt when advancing the absolute pro stent delivery system over the guide wire. The guide wire became stuck in the device. The absolute pro and guide wire were removed together as one unit. Another absolute pro and guide wire were used successfully to continue with the procedure and finish the angioplasty. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported difficulties were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation determined that the reported difficulties were likely due to case circumstances. It is likely that the clearance between the guide wire and the inner lumen of the absolute pro became reduced causing the reported resistance and with continued movement, the shaft likely bunched (as noted on the returned unit) and both devices became frozen together and unable to separate. There is no indication of a product quality issue with respect to manufacture, design or labeling.